Event description:
A report was received that the patient's trial was terminated early due to extreme ankle pain. Although the patient was receiving stimulation in his target pain area, the physician did not believe the patient can have a fair trial due to his ankle pain. The physician's assessment revealed the ankle pain was caused by a nerve being aggravated by the procedure. The patient is reportedly doing well after the procedure.

Manufacturer narrative:
The explanted device will not be returned to bsn for evaluation, as they were discarded by the medical facility.